Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported that the right implantable neurostimulator (ins) site did not look right and developed an infection. The health care provider (hcp) prescribed antibiotics to treat the infection but in (B)(6) 2015, the ins burst out of her skin pouch so it had to be revised. During the recovery period following the revision, the patient needed to heal so the ins was off and the patient would "go crazy". Additional information has been requested regarding the confirmation of the notify date/initial reporter and the infection's relationship to the device, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted/the event will be updated. Additional information received from a company representative reported the right side battery/pocket got infected a few months following a battery replacement that had occurred in (B)(6) of 2015. Following the replacement, impedances were normal and the new batteries were turned on in post-op. The doctor had concluded that the right battery needed to be explanted. The consumer did not want explant without replacement on the same day, as the patient's tremors without the deep brain stimulator (dbs) therapy were intolerable. The doctor decided to explant from the right chest and place new battery in their abdomen which entailed also changing the extension. This was performed towards the end of (B)(6) 2015. They checked the battery impedance which was normal and turned the batteries on post-operative.